Event description:
There was no patient involved in this event. This device malfunctioned because the device would not upgrade to new software.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010. The device performed to specification until a failed self test on (B)(6) 2010 due to a low battery. This was followed by two successful manual power ups on (B)(6) 2010. Successful weekly self tests recommenced on (B)(6) 2010 and continued until (B)(6) 2011. On this day the device was powered on as normal but the device failed the manual self test due to a low battery. The device then operated successfully from (B)(6) 2011 to (B)(6) 2012. The user did upgrade the software after this date but did not power cycle the device after. The investigation was unable to replicate the fault reported. On receipt of the device it was discovered to be successfully upgraded but had not been power cycled once upgraded. The self test fails reported due to low batteries could have been caused by a variety of factors such as the pad-pak not inserted properly, a failure of the pogo-pins or insertion of a partially depleted pad-pak. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.